Event description:
It was reported that the rotation speed was unstable. A 1.50mm rotapro was chosen for use in an atherectomy procedure. During the procedure, the rotation speed was unstable, and an abnormal noise was heard. A new device, same model, was used to complete the procedure. There were no patient complications reported.